Manufacturer narrative:
The patient was also the initial reporter, so personal information was not entered.

Event description:
The customer went to the doctor because she was getting blood glucose readings on the contour next ez she felt were too high. She sometimes felt hypoglycemic symptoms. At the office her blood was drawn and the reading was 65mg/dl on the office system. She retested on the contour next ez and the reading was 105mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.

Manufacturer narrative:
The customer returned one test strip in the bottle, which gave satisfactory performance using blood. Further testing was done using in house retained test strips, which also gave satisfactory performance.